Event description:
Getinge became aware of an issue with one of our columns ¿ 118001a0 ¿ magnus table column for built-in plate. As stated, during a surgical procedure on a patient in critical condition, the operating table column became inoperative - both the control panel and the remote control were non-functional. The malfunction resulted in the transfer of the patient to another operating room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or the override panel, leading to inability to position the patient as required, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.